Event description:
It was reported that there was a mismatch between inspiratory and expiratory tidal volume. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that there was a mismatch between inspiratory and expiratory tidal volume. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device was disconnected from the patient and was checked. No deviation was found. The issue was decided to be reported to competent authority in abundance of caution as a mismatch in tidal volume may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. The root cause of the event has not been determined.

Manufacturer narrative:
Device related data quality updates only: the UDI information is not available since the device was manufactured before 2015. D1 - brand name: previous brand name: servo-I, corrected brand name: servo-I base unit. D4 - version or model #: previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).